Manufacturer narrative:
No button error alarm or button response could be verified due to the blank display. However, the insulin pump had corroded keypad traces. The insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error after the customer went into the swimming pool while the device was attached to them. The customer's blood glucose was 46 mg/dl. The buttons and the keypad of the device were unresponsive. The customer put the device in rice and was able to clear the button error alarm, but the buttons were still not working. The customer has been off the insulin pump. The customer declined troubleshooting for the button error and for the moisture damage. The discontinuation of the device was advised. Nothing further was reported.